Event description:
It was reported that there was particulate matter in a large volume folfusor. This was observed after filling with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed two white particles approximately 1.2 and 1.3 mm in size floating in the solution of the bladder. A spectrophotometric analysis was performed, and the particles were determined to be acrylic. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.